Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that after insertion, the catheter was blocked. After rinsing with physiological serum ie., saline solution, the user noticed that the catheter leaked. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the pt. Add'l info received on 01/03/2012 indicates that the event occurred at the time of insertion. It seems the leak occurred because they "manipulated the device not gently." The leak occurred outside the pt and was not caused by the pt's anatomy.